Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. (B)(4).

Event description:
The clinician reported that almost 2 weeks after the dental implant was placed in ada site 7 in the mouth, the implant had not integrated in type ii bone. Clinician reports patient's peri-implantitis, pain, swelling, bleeding, inflammation and increased sensitivity. The site was grafted. There were no reported patient complications.

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 2 weeks after the dental implant was placed in ada site 7 in the mouth, the implant had not integrated in type ii bone. Clinician reports patient's peri-implantitis, pain, swelling, bleeding, inflammation and increased sensitivity. The site was grafted. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was non-sterile and it was discarded by the distributor. Therefore, it was not received by the manufacturer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that almost 2 weeks after the dental implant was placed in ada site 7 in the mouth, the implant had not integrated in type ii bone. Clinician reports patient's peri-implantitis, pain, swelling, bleeding, inflammation and increased sensitivity. The site was grafted. There were no reported patient complications. (B)(4).